Event description:
It was reported by service report that the cot is difficult to raise and lower because the height adjustment racks are bent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Height adjustment racks.